Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:58:53. During night drain cycle four, the patient's ultrafiltration reading was 147ml, indicating the home patient (hp) drained 147ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low ultra-filtration (uf) alarm. Homechoice and homechoice pro apd systems patient at-home guide. Section 18 "troubleshooting" on page 18-13 gives instructions about the low uf alarm and has the warning "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." Also page 18-14 states "check with your dialysis center to learn when it is safe to bypass". If any additional information is received, a follow-up will be sent.